Event description:
On 2/15/95, distributor was informed on an explant report for a replacement generator that the sense pace adapter had a fracture in the insulation. No other info was provided. There was no indication the ICD did not perform to spec.